Manufacturer narrative:
Medical record review revealed post implant of a 26mm sapien xt valve, the patient a developed persistent left bundle branch block. He also had a transient marked bradycardia arrhythmias which required the temporary pacer to remain in place post tavr procedure. The patient was discharged to home on pod11. There was no indication in the medical records received that the patient suffered a neurological event during the tavr procedure as previously reported. Two (2) days post discharge, the patient was readmitted to the hospital 2 days post discharge presenting with an increasing cough and acute on chronic respiratory failure, weakness and anorexia. It was reported that he continued to have a poor appetite and minimal movement. Acute renal failure and fluid overload were also noted. The patient also presented with atrial fibrillation, requiring placement of a temporary pacemaker. The patient was started on antibiotics, for potential hospital acquired pneumonia, and ongoing titration. Some clinical improvement was observed, but the patient still required significant pressor support. Echocardiogram indicated the bioprosthetic aortic valve appeared to be functioning normally with no evidence of aortic valve insufficiency or paravalvular leak. While in the hospital, the patient had a cardiopulmonary arrest and required ongoing support. Worsening renal failure and abnormalities in the liver were observed. The patient¿s mental status also declined. The patient continued to deteriorate and became unresponsive. The patient¿s condition was discussed with his family and the decision was made to withdraw support. The patient expired with his family present. The discharge diagnosis was listed as septic shock, bilateral hospital-acquired pneumonia, symptomatic bradycardia arrhythmias, acute on chronic renal failure, malnourishment and deconditioning.

Event description:
As reported through the edwards implant patient registry, a report was received by a member of the patient¿s family that the patient may have suffered a stroke during their tavr procedure. The report also stated the patient was discharged on post operative day (pod) 11; however, he returned to the hospital two days later ¿due to low blood pressure¿. The patient remained in the hospital and passed away on pod 16. Information concerning the cause of death was not provided.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
(B)(4). Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. Attempts to gather additional information regarding the stroke and official cause of death were unsuccessful. Medical records, the death certificate and autopsy report were not available for review. In this case, the cause of the stroke during the tavr and the patient¿s death pod16 cannot be confirmed. There was no indication of a device malfunction; however, the tavr procedure, in addition to patient factors (advanced age) may have contributed to the reported stroke during the tavr procedure and subsequent death 16 days post tavr. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.